Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned device consisted of a nc quantum apex that was loaded inside a bsc extension guide catheter, non-bsc guide catheter, a hemostatic valve and an unidentified guide wire. The devices were stuck together with dried blood. The devices were soaked in a warm water bath for 3 days and then separated. The tip, balloon, markerbands, inner and outer shafts, hypotube, port/exit notch, proximal weld, and hub were microscopically, tactile and visually inspected. Inspection revealed the balloon of the catheter was stuck inside the guide catheters, with approximately 15cm of the hub and hypotube extending outside of the hub of the non-bsc guide catheter, and when devices were separated, numerous kinks were found in the hypotube. Functional testing of the device consisted of attaching an inflation device, filled with water, to the hub of the catheter and inflating the balloon the rated burst pressure of 20 atms for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00875 and 2134265-2017-00856. This device was received with MDR ID# 2134265-2017-00856; 2134265-2017-00875 with no reported issues. The target lesion was a chronic total occlusion. A synergy ii drug-eluting stent and a guidezilla¿ guide extension catheter were selected for use. During procedure, it was noted that the hypotube of the stent delivery system was slightly kinked. When the stent was inflated at 2atm, the hypotube burst which caused the stent to be not fully apposed. The balloon was removed and it was noted that the proximal 25% of the stent hung up and fractured apart from the rest of the stent. It was confirmed under angiography that the stent was in 2 separate pieces. The distal and larger portion was then wired and expanded against the arterial wall and the proximal portion of the fractured stent was crushed to one side of the vessel. Another stent was then deployed. Following implantation, the guidezilla¿ catheter was removed but was fractured at the proximal valve. The device was removed safely and the procedure was completed. No patient complications were reported and the patient's status was great. However, preliminary device analysis revealed a 20mm x 3.00mm nc quantum apex¿ balloon catheter stuck inside a non-bsc guide catheter and the guidezilla¿ catheter.